Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off twice during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer reported to physio-control that during a patient event, their device powered itself off multiple times. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off twice during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the battery retainer clips are cracked and broken at the hinge point and some do not engage and lock properly with the battery retainer. The customer reported to physio that they use the device batteries in a suction device. The batteries fit tightly in the suction device and the medics are using some type of tool to remove the battery from the suction device which is causing damage to the battery retainer clips. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off twice during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. It is reasonable to conclude that the cause of the reported issue was due to the damaged batteries which do not lock securely into the device. The customer received 4 replacement batteries.